Event description:
The MFR received info alleging a ventilator does not operate on internal battery power. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval, and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.